Manufacturer narrative:
Complaint (B)(4). No date of event could be obtained from the customer. No samples were received for evaluation. No batch # was provided by the customer. No customer pictures were received. Unfortunately, without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information. Corrected data: h6 investigation conclusion; h10 manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). No customer samples have been requested. If we receive samples from the customer and the investigation is completed a supplement will be filed.

Event description:
St. Joseph's laboratory system (five sites) converted to greiner tubes in (B)(6) 2020. Since the conversion customer states the labs have experienced increases in hemolysis. Customer has provided some data showing the increases. Hemolysis data is collected in the aggregate of chemistry specimens and not documented by product item and lot numbers. Customer confirmed that the same collection, handling, and processing of patient specimens occur with the greiner tubes as with the bd tubes prior. Customer notified greiner in (B)(6) 2020. (B)(4) of the increase but with no detailed information. Customer had a conference call with greiner in (B)(6) 2020 .to discuss hemolysis, the report from (B)(4), and next steps. Customer has notified the sites not to double spin (re-centrifuge) specimens per our IFU. Customer has provided some additional information by laboratory site. Based on certain hemolysis index levels seen (varies by lab) the lab will cancel the patient's results and redraw. Customer advises this is a critical matter as it impacts patient care when redraws are required. Greiner is working with the customer on collection methods used as there is indication that this may be a contributing factor to the increase in hemolysis seen. Livingston laboratory only uses the lithium heparin gel tube for chemistry and centrifuges at 4000 rpms for 10 minutes using either the thermo scientific megafuge 16 and the hettich rotofix 32. All specimens are centrifuged with two hours of collection. The laboratory staff does not perform collection and cannot confirm collection methods and that the specimens are properly mixed. No information on hemolysis index used.